Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized on (B)(6) 2018 due to diabetic ketoacidosis having a blood glucose level of 500 mg/dl. The customer was going to be treated intravenously. The customer also reported that the buttons on the insulin pump were scrolling. The customer alleged the insulin pump for under delivery. The insulin pump will be returned for analysis.